Event description:
A customer reported to baxter (B)(4) of an adminstration set that had the tubing separated from the drip chamber due to the tubing not being welded into the chamber. It is unknown when or in which care area this event occurred. There was no report of patient involvement or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). A customer sent in two (2) samples for an evaluation. Visual inspection revealed that the tube of one of the samples had disconnected from the chamber due to an unidentified cause. A push pull test was performed on the second set that did not lead to a disconnection; therefore, the reported problem was confirmed on one sample. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Baxter will continue to monitor similar reports to determine if further actions are required.